Event description:
Material#: 303390 batch#: 4178846 it was reported by the customer that expiration date inside the case on the boxes are different from the expiration date on the outside of the case. Verbatim: rcc received a complaint via email. Email(s) attached please see attached regarding expiration date issue. Provide rga and disposition instructions for 95 cases. Po# (B)(6) / 26 cases po# (B)(6) / 17 cases po# (B)(6) / 22 cases po# (B)(6) / 18 cases po# (B)(6) / 12 cases the expiration date inside the case on the boxes are different from the expiration date on the outside of the case.

Manufacturer narrative:
The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device evaluation: it was reported the expiration date inside the case on the boxes is different from the expiration date on the outside of the case. To aid in the investigation, one photo was received for evaluation by our quality team. The photo shows a packaging shelf box label with the expiration date 2024-10-31 and the packaging case box label has the expiration date 2029-10-31. No other information could be obtained from the photo. This condition occurs if a typo occurred when entering the variable data. A device history record review was completed for provided material number 303390, lot 4178846. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. The packaging labeling problem has been shared with associates for awareness. Based on the investigation, the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.it was reported the expiration date inside the case on the boxes is different from the expiration date on the outside of the case. To aid in the investigation, one photo was received for evaluation by our quality team. The photo shows a packaging shelf box label with the expiration date 2024-10-31 and the packaging case box label has the expiration date 2029-10-31. No other information could be obtained from the photo. This condition occurs if a typo occurred when entering the variable data. A device history record review was completed for provided material number 303390, lot 4178846. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. The packaging labeling problem has been shared with associates for awareness. Based on the investigation, the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.